Manufacturer narrative:
This report is submitted on may 07, 2024.

Event description:
It was reported that the patient's dry & store (drying unit) has caught on fire (specific date not reported). There was no reports of patient injury associated with the issue and replacement equipment was sent to the patient.